Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with vancomycin (2,000milligram intraperitoneally every 5 days for 10 days) for the event. The patient was discharged from the hospital eleven days later and had recovered from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).